Event description:
It was reported that externalized conductors were observed between the svc-rv coils via x-rays. Review of session records show increased thresholds. The system was later explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.